Manufacturer narrative:
Concomitant medical products: dtba2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the cardiac resynchronization therapy defibrillator (crt-d) replacement procedure the patient's wound would not heal. Multiple revisions were done and the wound was stapled but the wound would still not heal. It was also noted that the patient had poor renal function and had been taking an anticoagulant. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and a leadless pacemaker was implanted six days later. No further patient complications have been reported as a result of this event.